Manufacturer narrative:
It is unknown if the device will be returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
Spine published collagen matrix duragen in dural repair: analysis of a new modified technique. This study aims to repair spinal dura following incidental durotomy, spinal tumor surgery, and trauma. Study design: retrospective review of 110 patients undergoing spinal dural repair and regeneration using an onlay, suture-free, 3 dimensional-collagen matrix graft duragen over an 8 year period 1995-2003. Objectives: technique appraisal of collagen matrix to repair spinal dura following incidental durotomy, spinal tumor surgery, and trauma. Summary of background data. Traditional methods of spinal dural repair following incidental durotomy involve tedious attempts at primary watertight suture with a 5 percent to 10 percent failure rate. Dural injury occurs after trauma, or dural excision may be required after tumor resection. Collagen matrix is a newer development in collagen sponge. Methods: the clinical and demographic data included diagnosis, type and site of surgery, infection risk, size of defect, use of lumbar drains, closed suction subfascial drains, and adverse events. The primary endpoints of graft failure were cerebrospinal fluid leak and pseudomeningocele formation. Neurosurgical wound infection rates were determined. Complication: neurologic. Cranial nerve palsies and intracranial hemorrhage were seen in one patient who had undergone reoperation for residual lumbar stenosis and degenerative spondylolisthesis. Pedicle screw fixation following the decompression was performed. The dural tear with csf loss was repaired with collagen matrix. After surgery, the patient developed bilateral sixth nerve palsies and cerebellar subarachnoid hemorrhage in the postanesthesia recovery room. These resolved with conservative management. Conclusions: collagen matrix was successful in cerebrospinal fluid containment in 95 percent of patients requiring dural repair following anterior and posterior spinal surgery. Subfascial drains were safe. Routine lumbar drains are not required but are recommended for repair of established pseudomeningocele formations.

Manufacturer narrative:
Based on the absence of lot and catalog information of the products used in this retrospective study review that covers cases from 1995 to 2003, it is not possible to identify the manufacturing time frame to be reviewed and therefore, was not possible to perform the DHR review and event/nc/CAPA/scar history review. No complaint unit will be returned, and no lot number was reported; therefore, no failure analysis or retains samples evaluation is possible. The reported condition is unconfirmed. The study does not relate the reported conditions to the duragen product.